Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2245 showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported PICC placed in feb. Now when the nurse was about to give cyto it was leaking just after the hub. They had to pull out the PICC and place a new PICC.